Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found there was inadequate suction of the sample due to static electricity. He replaced several parts on the analyzer and ran control measurements and performance tests to confirm there were no problems. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys tsh results for qc material and patient samples from the cobas e411 rack analyzer. One patient example was provided of an initial result of 0.022 iu/ml, and a repeat result of 3.45 iu/ml. The result of 3.45 iu/ml was believed to be correct.